Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics, twice daily, for a duration of 10 days from (B)(6) 2023 until (B)(6) 2023. The implanted device remains.